Manufacturer narrative:
Medtronic is leading an evaluation of the reported arm cart assembly. Review of the field service notes indicate that the arm cart assembly became frozen. Logs were analyzed and error code 'setup arm)_4 8v_fault_l_error' and error code 'arm non-recoverable error_cart 48v range error' was observed. The field service engineer on site was not able to reproduce the issue and also calibrated the arm successfully. Further evaluation of the reported device is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, following a robotic laparoscopic endometriosis removal, the arm froze. There was a delay of approximately 10 minutes due to the reported issue. The issue could not be reproduced and the arm has tested satisfactorily. There was no patient involvement.